Event description:
Customer reported that the jaw of this instrument broke free while retrieving a loose body. X-rays were taken to assist in locating the broken piece. After a "while" the surgeon decided to leave the piece in the pt. Nursing director confirmed that the surgeon experienced approximately a one-hour delay to the case to attempt removal of the lower jaw. The use of additional grasping and magnetic retrieval instruments were unsuccessful. Piece was left in the pt and procedure completed. There are no additional procedures scheduled at this for removal of the piece.